Event description:
It was reported that the video system center had no image. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. No troubleshooting was performed. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.